Event description:
Right and left breast implants in place over 20 yrs, developed severe capsular contracture with pain and deformity; required removal due to rupture of both implants. Replaced with saline implants.